Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a hardware failure. The field service engineer verified and confirmed no other findings available and issue resolved by customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer failure, unable to open pocket. The customer reported that issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.